Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. The actual device was returned for examination and the root cause of the failure could not be determined. This report is the final report being submitted by vasorum unless otherwise requested by FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. The investigation findings were inconclusive and no root cause was established.

Event description:
It was reported that a physician deployed a 5f celt and successfully deployed the distal wing and pull back and opened the proximal wing but was unsuccessful in the final step of ejecting the implant from the delivery system on depression of the detachment lever. The physician decided that since he could not detach the implant he would pull the whole implant out of the patient still attached to the delivery system. On carrying out this maneuver, he pulled up the delivery system and the celt separated from the delivery system and was left implanted in the subcutaneous tissue. He then obtained hemostasis at the puncture site following 15 minutes of manual compression. An x-ray confirmed the implant was in the subcutaneous tissue and was not removed. The patient was discharged the same day on time without incident or complications. The investigation was based on the user facility information and testing & evaluation of actual delivery system device. The actual delivery system device was returned for evaluation on 12-oct-2020.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was conducted with no relevant findings. This report is the initial report being submitted by vasorum, follow-up report will be submitted. Returned device is been evaluated. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that a physician deployed a 5f celt and successfully deployed the distal wing and pull back and opened the proximal wing but was unsuccessful in the final step of ejecting the implant from the delivery system on depression of the detachment lever. The physician decided that since he could not detach the implant he would pull the whole implant out of the patient still attached to the delivery system. On carrying out this maneuver, he pulled up the delivery system and the celt separated from the delivery system and was left implanted in the subcutaneous tissue. He then obtained hemostasis at the puncture site following 15 minutes of manual compression. An x-ray confirmed the implant was in the subcutaneous tissue and was not removed. The patient was discharged the same day on time without incident or complications.